Event description:
The pt was revised due to pain, the surgeon suspected that pseudotumor occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4)., reports: the patient was revised due to pain on (B)(6) 2010. Doi: (B)(6) 2007. On (B)(6) 2007, tha was done with mom. In (B)(6) 2010, the patient had a pain around the hip. On (B)(6), the insert and head were replaced by other products. The metal insert was replaced by a poly liner. The surgeon suspected that pseudotumor occurred. No x-rays were provided from the hospital. Cup((B)(4)) was manufactured by (B)(4). The products associated with this reported event were not returned for examination. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.